Event description:
Noise was observed on the egms. It was noted that the patient did not receive therapy. A possible insulation breach on the lead was suspected. As such, the lead was capped.

Manufacturer narrative:
No medwatch form was received.